Event description:
It was reported to manufacturer that the hand held screen froze several times after successfully interrogating several vns patient's devices. Additionally it was reported that in the most recent occurrence of the freezing screen event, troubleshooting did not resolve the issue. The problematic device has been returned to manufacturer and is pending the analysis findings.